Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of unable to be calibrated, the touch screen was deemed to be out of specification and it was additionally noted that errors were found in the update history and the power cord bay was worn. The touch screen connector was cleaned and reseated, the power cord bay replaced, the touch screen calibrated, new software installed and the device cleaned. It then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's caliper could not be configured and calibrated. It was additionally reported that when pressing the stylus on the screen the screen's response off by several centimeters and it was not able to be resolved using the calibration tests. The programmer was returned to service. No patient complications have been reported as a result of this event.